Event description:
It was reported that patient underwent elbow arthroplasty procedure on (B)(6), 2006. Subsequently, a revision procedure was performed on (B)(6), 2012 for an unknown reason. The humeral component and condyles were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00707).